Event description:
Boston scientific received information that right atrial (ra) lead pacing impedance measurements were measured to be greater than 2,000 ohms. A revision procedure was performed. Upon inspection, the ra lead pin was not seen past the connector block. The ra lead was re-inserted and pacing impedance measurements were within acceptable limits. The device and ra lead remain actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.